Event description:
Device malfunction: difficult to remove, device removed by surgery. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician attempted an arteriotomy closure with a starclose device after completing ptca during an unspecified interventional procedure. The puncture site was not calcified and there was not any scar tissue. He was able to insert the sheath, fold out the vessel locator wings and align the thumb advancer. After releasing the clip, he was not able to retrieve the device. The device was removed by surgery and the puncture site was sutured. There were no patient effects and no additional information is available.

Manufacturer narrative:
.